Manufacturer narrative:
No product was returned however the pumps operators manual "operating the pump" section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section "to start a dose"). There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported fluorouracil (5fu) treatment had volume 2.1, rate 48, 35 milliliters left out of 100 milliliters, but pump says all medication was delivered. The patient was not harmed. There was no patient injury.